Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states the ins site hurts everyday especially if they walk or run. Recommended patient notify their managing physician as patient should not experience pain. Patient thinks it is just them because they are very sensitive to the touch and skinny. Patient could feel it on their skin and down their leg and when they stood up could feel the bottom of the foot trembling and thought it was an earthquake. Patient also wears leg braces and at first thought the metal of their braces was interacting with it but it continued even when they left their braces at home. Reviewed with patient they may be experiencing overstimulation and stimulation may need to be turned down and patient responded that "he fixed it". Patient was very difficult to follow making it challenging to clarify event details. Documented reported event. No further action was taken by patient services. The patient mentioned unrelated medical history. This included patient reported prior to the implant they had an unknown surgery as well as surgery to implant something like a mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.